Manufacturer narrative:
Summary of analysis / conclusion: the unit was returned to the mfg site for investigation. According to the log files: unit alarmed [audible and visible] during the alleged event. Alarms were silenced consistently by the operator. The machine continued to ventilate during the alleged event. The ivent o2 sensor (date code of july 2008) was tested and failed the electrical voltage test. According to the manual, the o2 sensor is to be replaced every 2 years or as necessary. Further inspection of the unit revealed maintenance procedures were not followed: internal battery date code was july 2008 (should be no older than 1 year). The pneumatic unit hour meter was 32, 237 hours (should be replaced after 15,000 hours). The cooling inlet filter was not replaced as required [should be replaced annually].

Event description:
The nurse reportedly entered the room and found the pt unconscious. The nurse reportedly observed a service notice on the ventilator screen, but did not note the ventilation parameters during the alleged event. It is unk if the unit was ventilating at this time. The nurse reportedly disconnected the pt from the ventilator and manually ventilated until the pt could be moved to another ventilator. Exact condition of the pt at this time is not known.